Event description:
Caller reported multiple alarms and occlusion events with their device, specifically alarm 2 followed by alarm 26. These occlusion issues caused the caller's blood glucose level to read as "high," though the specific value was unknown. To address the high blood glucose levels, the customer administered a correction injection via multiple daily injections (mdi) and changed their infusion set and cartridge before resuming insulin. There was no need for assistance from third parties, and no frequent occlusion issues were reported, thus additional assistance was not necessary.